Event description:
Reported as "rupture(d) catheter at junction catheter/access port and intra-abdominal migration of the catheter." Follow-up by distributor clarified: "this catheter (tubing) ruptured. It started an intra-abdominal migration. The port stayed in place. (Leak)."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 24/jan/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter and the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the complaint was asked to indicate the product serial number. The information is not available. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."